Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
A black particulate was identified in a cryopreservation bag while using a 30ml syringe to fill the bag with cells. The syringe plunger is the only item that comes in contact with the cell suspension that is black in colour. Concern that particulate was part of the syringe.

Manufacturer narrative:
Pr 12358197 follow up for device evaluation: a black particulate was reported in a cryopreservation bag during the filling process using a 30 ml syringe. To support the investigation, one syringe¿received without its packaging blister and connected to a bag containing solution¿was submitted for evaluation by the quality team. A visual inspection was conducted under 10x magnification. No defects or abnormalities were observed on the syringe. However, a dark-colored particle approximately 1/64" in length was identified within the solution bag. No additional information could be obtained from the solution bag. A device history record (DHR) review was completed for material number 302832, lot 5017150. The review did not reveal any quality issues during production that could have contributed to the reported condition. No related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation and analysis of the returned sample, the customer-reported symptom has been confirmed.

Manufacturer narrative:
(B)(4). Follow up. It was reported a black particulate was identified in a cryopreservation bag while using a 30 ml syringe to fill the bag with cells. Our quality team has completed a device history record review for material number 302832 and lot number 5017150. The review did not identify any abnormalities during the production process that could have contributed to the defect, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. Should you encounter any further issues with our product, we would appreciate the opportunity to perform a detailed analysis. At this time, no further action is deemed necessary.